Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 486 mg/dl and a high level of ketones identified as life threatening by a health care provider; cause was unknown. In an attempt to treat bg prior to hospitalization, the customer delivered a correction bolus. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report to tandem technical support, the customer confirmed the reported issue resolved and sustained no permanent damage, however, the customer had not yet been released from the hospital. Additional information was not provided. Recommendation was made to consult with a healthcare provider regarding diabetes management.